Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The service representative who discovered the issue determined that the touch screen was faulty. The touch screen and the processor board were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that an s5 roller pump display became unresponsive during maintenance. This issue was noted by a livanova field service representative during routine service. There was no patient involvement.